Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised that the pump could continue to be used and to call back if any malfunction code appeared again, which the caller acknowledged and understood.